Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast augmentation with unspecified saline mentor breast implants and experienced deflation on the right side postoperatively. As a result, the patient underwent bilateral device removal and replacement with 425cc saline mentor smooth round moderate profile breast implants, catalog number 3501670, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2015.